Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that a patient underwent a hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced unspecified complications, requiring additional medical treatment. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted concurrently with hysterectomy, bso, excision of pelvic mass and lysis of small bowel adhesions. It was reported that the patient underwent a removal of abdominal wall mesh on (B)(6) 2010 concurrently with debridement of subcutaneous fat, and placement of a wound vac due to mesh infection. (B)(4).